Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump does not work anymore. Customer stated that battery compartment and battery cap was not closed right. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Unit passed displacement test, sleep current measurement and active current measurement. Device received with pump error 75 during self test due to severe corrosion on electronic board stack. Corroded force sensor assembly and moisture damage on motor assembly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover and scratched case. Corroded battery tube.